Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump primed properly. The motor did not slow down during the occlusion test. No drive/motor anomaly noted. However, the insulin pump received with intermittent button response due to moisture damage to keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump pushes out insulin from the reservoir. Customer fill the reservoir correctly. The motor slowed down when touching the reservoir, this pushes out a lot of insulin. The act button does not work properly. Physician told customer that the insulin pump is broken and she is afraid to use it. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.